Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm monopolar curved scissors instrument for failure analysis investigation. The instrument was analyzed and exhibited scratch marks/abrasions on the brown laser marked section of the tube extension. As a result, the orange plastic beneath the laser marking was exposed. Tube extension scratch marks measured roughly 3mm x 2mm. There was not any material missing. Scratches or abrasions to the instrument tube extension are deemed cosmetic damage. The probable root cause is attributed to damage during use, which may result from inadvertent collisions with other instruments or an accidental drop of the instrument. Excessive contact with abrasive or hard surfaces during transport, reprocessing, or tip cover/installation/removal can also cause scratch marks.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the monopolar curved scissors instrument and/or tip cover accessory with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the grey part (sheath) of the monopolar curved scissors (mcs) was damaged and revealed an orange part that was supposed to be covered by the sheath. There was no reported injury. On january 15, 2026, intuitive surgical (is) obtained the following additional information regarding this event: the tip cover was damaged. No photos are available for review. The procedure was completed robotically. No fragment fell into the patient.